Manufacturer narrative:
Correction to patients date of birth: the patients date of birth was initially reported as (B)(6) 2016. The patient's corrected date of birth is (B)(6) 1994.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On 14sep2016 our (B)(4) affiliate reported that a representative at an eye clinic reported that a patient (pt) developed a corneal infection os while wearing 1-day acuvue trueye brand contact lens. On (B)(6) 2016, the pt was diagnosed with corneal infection os. The pt was instructed to discontinue contact lens (cl) wear. On (B)(6) 2016 the pt returned for a follow-up visit to the clinic and ¿several types of antibiotic drops were prescribed.¿ the representative refused to provide any additional information. Additional information was requested. On (B)(6) 2016 the affiliate visited the eye clinic for a medical interview with the pt and the eye care professional (ecp). The pt reported that he/she ¿experienced foreign body sensation os when inserting the lens.¿ it was also reported that the pt removed the suspect contact lens and ¿cleaned it with tap water and contact lens care solution which was used when the pt was a 2-week contact lens user.¿ it was reported that the pt used to wear a 2-week contact lens 2-3 years ago. The ecp also provided the additional information as follows: the pt has been wearing the 1-day acuvue trueye brand contact lens for a year and a half. On (B)(6) 2016 the pt reported that he/she experienced a foreign body sensation os when inserting the cl. The pt reported to the ecp that ¿thinking that something came to the eye, the pt cleaned the lens with tap water and old cl care solution for 2 week cl that she kept since she had been a 2 week cl user.¿ the symptom persisted when the lens was reinserted. The pt wore the cl for about 12 hours, applying eye drops that she had at hand (details unknown). The pt reported that he/she removed the cl before taking a bath. The pt reported that the symptom persisted the next day so the pt came to the clinic for an evaluation. The ecp reported that the diagnosis was corneal ulcer, infective; culture: conducted, negative. Symptom: redness, tearing. Va: none since focal site was off pupil, it did not affect va; treatment: tobracin ophthalmic solution, cravit ophthalmic solution and bestron for ophthalmic 8 times a day os, ecolicin ophthalmic ointment 3-4 times a day; the pt was instructed to discontinue cl wear and to return to clinic. It was reported per the ecp that the pt returned for follow-up visits on (B)(6) 2016 the pt returned for an additional follow-up visit and ¿epithelization of the ulcer site was confirmed; treatment: bestron for ophthalmic discontinued, other medication continued and gradual decrease.¿ on (B)(6) 2016 the pt returned for additional follow-up visits to the clinic. On (B)(6) 2016 the pt returned for a follow-up visit and the only the cravit ophthalmic solution 1.5% tid continued. The pt was instructed to discontinue cl wear for a month. The pt was instructed to return to the clinic for a follow-up visit in 10 days. The ecp reported that the event was serious as the event occurred in 1 day cl wear. The ecp also reported that ¿as the lens in question was cleaned with tap water and old cl care solution, the ecp assumed that those might be the cause of the event.¿ outcome: improving. On 11oct2016 additional information was received as follows: ¿examinations: drug susceptibility test for 1 kind of bacteria and culture for identify bacteria. Medication: loxonin 60 mg tablets, tobracin ophthalmic solution 0.3%, cravit ophthalmic solution 1.5%, bestron for ophthalmic 0.5% and ecolicin ophthalmic ointment 3.5g; surgery: curettage of corneal ulcer.¿ the ecp refused to provide any additional information. No additional information is expected. One (1) unmarked lens case was received which contained four lenses. Due to the condition of the lenses received, the product was unable to be evaluated. Ten sealed blisters were returned. The parameters of ten lenses were measured and a visual inspection was performed. The lenses meet company standards for base curve, center thickness, and diameter. The solution was also tested. The ph and conductivity were in specification. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot 5342731162 was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot 5342731162 was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.